Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8590-1, serial # unknown, explanted: (B)(6) 2016, product type accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 614.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a flipped pump was confirmed via x-ray. It was initially unknown if any environmental, external, or patient factors may have led or contributed to the issue. A pocket revision and refill of the pump in the operating room was scheduled for (B)(6) 2016. It was later reported that the patient's mesh pouch did not scar in and the pump flipped with the pouch covering. It was noted that the flipped pump prevented a normal refill. The patient's weight gain may have led or contributed to the issue. A pocket revision was performed and the mesh pouch was explanted and replaced with a new pouch. The date the pump flipped remained unknown. The issue was considered to be resolved and the patient was considered to be "alive - no injury." No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.